Event description:
The hcp reported that the pump was explanted after 60 months due to "battery depletion". The device was returned to the MFR for analysis. The hcp reported that the "pump stopped without warning". The pt was experiencing "baclofen withdrawl". A catheter study was performed and revealed "system ok". No discrepancy in refill volume was noted until the pump stopped. A follow-up report will be sent when additional info is available.